Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, after inserting the vasoview hemopro 2 in the cannula, the black plastic shaft broke just below the jaws. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The maquet territory mgr was present and stated that the hp2 was inserted properly into the cannula. Maquet cardiovascular anticipates return of the product in question.